Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 454 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer it was prescribe by their doctor and then the patient check her blood glucose and it was 454 mg/dl and guided the patient on how to did the bolus wizard but what we found out was that the bolus that was set up was 300 units we stop the patient on doing the bolus wizard and explained that 300 unit was the amount of insulin in their vial and reservoir and doing a 300 units bolus will put their life in dangerous. Customer stated that she did 5 units of bolus and before she to do manual bolus her blood glucose was drop to 405 mg/dl patient did not feel anything wrong she was feeling fine. The insulin pump will not be returned for analysis.